Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported that there was no spo2 alarm on the central station for bed12 on (B)(6) 2018 at 07:45. No known patient incident.